Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connection issue between the power module and 12v battery and unknown alarm was not confirmed. The power module, serial (B)(6), was not returned for analysis. Per provided information, there were difficulty engaging the battery connector with a new battery, and an alarm following the battery replacement. The patient was having an issue with the power module which was replaced. The exchanged power module was disposed. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate power module instructions for use (IFU) section 2-¿setting up the power module (pm) prior to use¿ states the user to contact the hospital and obtain replacement if the product is damaged or the yellow wrench symbol is lit. Heartmate power module IFU section 5-¿responding to alarms¿ explain how to properly interpret and troubleshoot alarms. The power module IFU instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was difficulty engaging the battery connecter as well as alarms following the battery replacement.

Manufacturer narrative:
There was no patient involved in this event. The PMA#: provided is associated with the device's most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.